Event description:
It was reported that an asymptomatic patient presented to the clinic on (B)(6) 2022 after a merlin.net transmission exhibited small r-wave measurements on their right ventricular lead. It was also noted that there was a loss of capture on the lead as well. The lead was deactivated, and the patient was later brought back into the clinic on (B)(6) 2022 where the lead was explanted and replaced. The patient was stable throughout.